Event description:
It was reported that the device had an alert and there was no message in the quick look observations regarding the alert. It was found that there had been a second interrogation after the first one which made the observation not visible on the screen. Therapy settings were changed on the device and it remains in use. No patient complications have been reported as a result of this event.